Manufacturer narrative:
Concomitant medical products: 200sh22, tissue valve implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered due to high sensing integrity counter (sic), high impedance, lead impedance variation and high rate non-sustained tachycardia episodes on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv coil on the right ventricular (rv) lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited noise and that all inappropriate sensing of the rv lead have not lasted more than one second. Reprogramming was completed and a rv lead revision procedure was scheduled for the patient.